Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device was leaking pneumo. It is unknown if there was a device inserted when the leak occurred. Unknown how the case was completed. There was no patient consequence.